Manufacturer narrative:
Interrogation of the device revealed the device was at below end of life (eol) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in the emergency room with lightheadedness and pre-syncope, it was observed that the patient's device was past elective replacement indicator (eri) and had gone into backup mode. The patient was in complete heart block with a ventricular rate of 23 beats per minute and needed external pacing. The physician replaced the device and the patient was stable following.